Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer reported repeated error 23068 on the left master tool manipulator (mtm) of the second surgeon side console (ssc). Attempts to recover the error were unsuccessful, so the staff disabled the mtm and completed the procedure. Technical support engineer (tse) advised power cycling the system after the case to re-enable the mtm. It was determined that the error occurred only once that day and would be resolved by the 1.2 software upgrade, making the fault recoverable. After discussing with tse, the issue was resolved with a power cycle. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to primary sensor latency error on manipulator p8, master tool manipulator yaw. (Mtm_yaw). System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 23068 - primary sensor latency error on manipulator p8, master tool manipulator yaw (mtm_yaw) are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by power cycling.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the staff encountered a repeated error 23068 on the left master tool manipulator (mtm) of the second console. Attempts were made to recover from the error multiple times without success. The staff eventually disabled the mtm to complete the procedure. A power cycle of the system was recommended to re-enable the mtm, which the staff planned to perform after the procedure's completion. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.